Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the poor coupling was not determined. The dbs was interrogated in the office on (B)(6) 2018. The therapy was on 99% and the battery was at 100% charge with no impedance issues. It was stated that the ins going deeper was not discussed with the patient. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient¿s initial reason for call was regarding the insr reportedly quit charging their ins. The caller stated the insr would charge for about 10 minutes then the screen would indicate the ins was full, but it wasn¿t. Patient services asked the caller to clarify what they meant, and they said it would ¿say it¿s full¿ and ¿it wasn¿t.¿ callers clarified they see the charge sufficient screen after only 5 mins or so. The caller stated it hadn¿t been fully charged since last week. It was reviewed programming and charging considerations with the callers. It was reviewed if the battery level had not depleted very far then it may not take an hour to charge, charging intervals were dependent on the battery level/programming and coupling connection during the call it was determined the insr was showing poor coupling (zero boxes filled in). They repositioned the antenna and caller confirmed 0 boxes were filled in, the stimulation was on and the ins battery level was flashing the last 4th section of the battery icon. Caller reported 2 boxes filled in then later 4 were filled in. The issue did not resolve however. There were ins pocket concerns mentioned as a possible reason for recharging concerns. Patient mentioned when they had a bowel movement they noticed the stimulator would go deeper. The patient mentioned the ins was implanted in their abdomen and not their chest. There were no further complications reported.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.